Event description:
Additional information was received that the reason for surgical intervention on (B)(6) 2021 was also that patient experienced discomfort at ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the reason for surgical intervention on (B)(6) 2021 was that the ipg was moving and patient experienced pain at ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that the patient had and ipg pocket revision on (B)(6) 2021 due to pocket site discomfort and the ipg flipping. Ipg was placed deeper in the same pocket.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that surgery occurred on (B)(6) 2021 to reposition the existing ipg.